Manufacturer narrative:
There is no indication that the access® accutni+3 device was returned for evaluation. The field service engineer (fse) performed a passing closed tube aliquotter (cta) carryover test and a high sensitivity (hs) system check. The fse did not identify any instrument issues. Service activity performed was verified to meet the specified requirements per established procedures. Results met published performance specifications. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, a definitive cause of the incident could not be determined with the available information.

Event description:
The customer reported a non-reproducible troponin I (access® accutni+3) result, for one patient, involving the access® accutni+3 reagent used in conjunction with the unicel® dxc 600i synchron® access® clinical system. The sample generated an initial elevated result on the original instrument but when reanalyzed on the alternate access® 2 system, produced negative results. The initial elevated result was not released from the laboratory. There was no impact to patient care associated with this event. The customer indicated all system parameters (including quality control (qc), calibration, system check, and precision test) were within specifications at the time of the event. The laboratory uses a troponin I (access® accutni+3) cut-off value of 0.04 ng/ml when evaluating patient samples. The patient's sample was collected in a becton dickinson (bd) lithium heparin tube and centrifuged at 4,000 rpm (rotations per minute) for five minutes. The testing was analyzed on the primary tube. No sample integrity issues were noted. A beckman coulter field service engineer (fse) assessed the instrument at the facility.